Event description:
(B)(4). It was reported that post percutaneous coronary intervention, in-stent restenosis, myocardial infarction, and angina pectoris occurred. In (B)(6) 2011, the subject presented due to unstable angina which was finally diagnosed as myocardial infarction. Subsequently, subject was referred for cardiac catheterization. Target lesion #1 was a bifurcated lesion in proximal left anterior descending (lad) artery with 95% stenosis and was 18 mm long with a reference vessel diameter of 3.50 mm. Target lesion #1 was treated with direct stent placement using a 3.50 mm x 20 mm taxus element stent. Following post dilatation, residual stenosis was 0%. On the third day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject presented due to stabbing chest pain and tightness and was hospitalized on the same day. On the following day the subject was discharged but the subject was noted to have elevated cardiac enzymes and was re-hospitalized on the same day due to angina and myocardial infarction. Electrocardiogram was performed and it was observed that the subject experienced ischemic symptoms. The 75% edge restenosis of previously placed study stent located in proximal left anterior descending (lad) artery extending in to left main coronary artery (lmca) was treated with the placement of a 4 x 23mm non-bsc drug eluting stent, using kissing balloon angioplasty, with 0% residual stenosis. During kissing balloon angioplasty using two 3.5 x 12 mm quantum balloons, there was an evidence of unsatisfactory results for post-dilatation. Hence 4 x 12 mm non-bsc balloon and 4 x 12 mm quantum balloon was used to pre-dilate and good results were observed. Subsequently, the vessel was post dilated with 4.5 x 8 mm quantum balloon. On the third day, the event was considered resolved without residual effects and was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).